Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR: promus element,mr,ous 3.50 x 32mm was returned for analysis. A visual examination of the stent found damage from the distal stent to the mid stent section. Stent struts were lifted, pulled distally and proximally, and overlapping. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the length of the hypotube. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered and shaft kink were encountered. Vascular access was obtained via the right femoral artery. The 80-90% stenosed, 3.5x28mm, concentric, de novo target lesion was located in the severely tortuous and mildly calcified right coronary artery. The lesion contained greaqter than 45 and less than 90 degrees bend. Following predilitation with a 2.0x12mm maverick balloon, a 3.50x32mm promus element drug-eluting stent was advanced but significant resistance was encountered and a hypotube kink was noted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.